Event description:
While a pt was receiving cvvhdf (continuous veno-venous hemodiafiltration) on a prismaflex machine, the alarm "caution: excess patient fluid loss or gain" occurred and the treatment was suspended. The treatment was terminated without returning the blood in the extracorporeal circuit. As a result, the pt sustained a blood loss of 93 ml. It was reported that the pt's overall medical status did not change as a result of the blood loss. The pt received a prophylactic transfusion of 90 ml of packed red blood cells.

Manufacturer narrative:
The customer used the prismaflex system "off label"; the prismaflex system is intended for continuous renal replacement therapy (crrt) for pts with acute renal failure and/or fluid overload weighing 20 kilograms or more. The prismaflex machine was inspected by the facilities biomedical tech who reported he could not reproduce the problems reported and found the prismaflex to be operating according to the MFR's specification. The prismaflex was returned to service. The nurse using the machine stated that the effluent bag had been repeatedly bumped, with several "caution: effluent weight (incorrect weight change detected for effluent bag.)" Alarms prior to "caution: excess patient fluid loss or gain". Gambro has found no evidence to suggest that any gambro product was defective or otherwise malfunctioned.